Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Following information provided by the customer the heir caregiver broke their nose while using a maxi sky. Waiting for additional information regarding event circumstances.